Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Root cause: training/use error. Your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to off. You can set it anywhere between 5 and 24 hours. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds.

Event description:
It was reported that an auto-off alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided and a ketone level identified as dangerous by healthcare provider. A correction injection was administered to address the high bg. Customer continued to use pump for insulin therapy.